Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure autozero had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer was unfamiliar with the ventilator and passed information to another technician. The customer will callback for more details on the failure. Investigation is ongoing.